Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for follow up. The right ventricular lead exhibited elevated capture thresholds and pacing impedance. No intervention was planned or performed, and the patient was in stable condition.

Event description:
New information noted pacing lead impedance and capture threshold rose further.

Event description:
New information received notes that the lead was capped and replaced on (B)(4) 2018.